Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection verified that one spike was disconnected from the tube. The interface sections of the tube and spike were measured and met specifications. The reported condition was verified. The cause of the condition is related to the production process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uromatic administration set¿s spike became loose and separated from the tubing. The reporter stated that force applied on the spike resulted in it coming loose and separating from the tubing while spiking a fluid bag. This occurred during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.